Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A22: registration erased, emitter field too small a0709: instruments not tracking as expected d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, software version#: 2.3 product ID: 9733467, software version#: 2.3 h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the emitter field was "very small" and the instruments were not tracking as expected. The representative on site reported that registration was completed successfully and accuracy was verified. Then mid-way through the procedure when switching to the 70 degree curved suction instrument, the rep reported that the surgeon touched appx. 4 cm away from the patient tracker and the system registered that the back button had been touched "several times". The rep reported that this caused the registration to be "erased" and the surgeon had to re-register the patient. The procedure continued without another incident of this nature, however the rep reported that throughout the entire procedure the emitter field remained "very small". There was no impact on patient outcome. It was noted that there were no exterior metal in the field. Additional information received reported that there was less than 1 hour delay in the surgical procedure.